Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer lost consciousness and was taken to the emergency room for a medical issue unrelated to diabetes. The customer experienced a brain trauma and does not recall the date of the incident. The customer requested a replacement transmitter because the hospital staff removed it and lost it. The insulin pump was turned off, but it was unclear if this was due to the missing transmitter or the unavailability of sensors.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was turned off, and low blood glucose. The customer reported a blood glucose value of 30 mg/dl. The customer reported hypoglycemia, loss of consciousness, and acoustic trauma treated with hospitalization: overnight stay. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7841zn, and mmt-7040a. Troubleshooting was performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. Product return was requested for mmt-7841zn. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-7040a.